Manufacturer narrative:
(B)(4). Additional information: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be insufficient drain- tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 21:21:20. During night drain cycle five, the patient's ultrafiltration reading was 2061ml, indicating the home patient (hp) drained 1956ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.